Event description:
I'm using the freestyle libre 2 and abbott is saying they are only having a problem with libre 3 and 3plus they are lying I have had a bunch of the sensor replaced over the years and they were libre 2 now I'm using libre 2 plus and have been of as much as 100 higher than its showing as last night I was woke up to a reading of 52 I got up and pricked finger the reading was 152 today after changing sensor it read 76 with finger prick it reads 131 so yes they have a huge problem with the libre 2 plus just check how many time I have got replacements for bad readings. Pt code: 4582. Device code: 1535. Ref report: mw5186228.